Event description:
It was reported that a spectrum pump had a missing flow label. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During visual inspection it was confirmed that the direction of flow label was missing. A device history review revealed the device had been signed off for the direction of flow label and therefore it is concluded that this occurred outside of the manufacturing facility. The reported condition was verified. Case shimming is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.